Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, there was evidence of bio-burden present on the device. The handle, shaft, blade, tubes, drive cable and connector appeared to be intact. Upon visual inspection of the received complaint device, the white electrical wire was exposed due to the white insulated sleeve being pushed back away from the proximal portion of the handle. No interior wires were exposed or broken. The white sleeve was easily able to slide the sleeve down and up and cover the electrical wires from being exposed. Manual continuity tests was performed and passed with no issues. The device was connected to the myosure control unit to verify that the device could properly function. The instrument was activated while using the foot pedal for 30 seconds, the flexible drive cable was manipulated by pulling and bending to try and replicate the crunching sound and none were found. No issues during the test were found. The device inspection indicated that the "cord popped out of the back of the handpiece¿ portion of the reported event was confirmed and the ¿making a crunching sound¿ was not confirmed. A review of the DHR for the reported lot/serial number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: mishandling of device, excessive leverage applied to device. The instructions for use (IFU) state: the myosure xl tissue removal device for fluent is only compatible with the fluent fluid management system. Use of any other motorized power source may fail to operate the device or lead to patient or physician injury. The reprocessed tissue removal device flexible drive cable has a keyed feature that serves to align the handpiece cable to the fluent fluid management system connector. The metal tab on the connector is pushed down, the flexible cable inserted and then the tab is released. The fluent fluid management system is intended for use in an electromagnetic environment in which radiated rf disturbances are controlled. The myosure xl tissue removal device for fluent is only compatible with the fluent fluid management system. Use of any other motorized power source may fail to operate the device or lead to patient or physician injury. If the device does not operate, check the following: the fluent fluid management system is plugged into a wall outlet. The wall outlet has power. The power cord is attached to the rear of the fluent fluid management system. The foot pedal is connected to the front of the fluent fluid management system. The suction tubing is connected. The reprocessed tissue removal device is eto sterilized. Verify that the reprocessed tissue removal device is sterile prior to use. Do not use if the package is opened or damaged. Discard all opened, unused devices. Do not use the device if the sterile package is open or appears compromised. Do not use the device if damage is observed. Before using the myosure xl tissue removal device for fluent for the first time, please review all available product information. The reprocessed myosure tissue removal device should be stored at room temperature, away from moisture and direct heat. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the doctor was performing a hysteroscopy d&c - myomectomy on a calcified fibroid. The procedure was going as normal until halfway through the case, the doctor said a cord popped out of the back of the handpiece. She said after the myosure was making a crunching sound. The fluent machine was not giving an error. The doctor removed the device, replaced with an OEM, and finished the procedure. There was no patient injury, medical intervention, or extended procedure time reported.